Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2006 (B)(6). (B)(4).

Event description:
It was reported that the patient complained of feeling a sensation of spasm in the chest every night for the past four nights. The device capture management will be reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.